Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Product removal, local wound care topical steroids were necessary, oral steroids for system reaction. What is the current status of the patient? Stable. Do you have any photos available for visual analysis? Yes, photo provided. How many devices demonstrated the alleged deficiency? One prineo mesh. Did the event occur during one or multiple patient procedures? As evidence by the pictures, multiple patients. What is the total number of procedures? Numerous. Could you kindly provide the lot product code, please? Happened back in 2024 no lot numbers are available. Not a new problem it's been evolving for many years. Could you kindly provide the lot number, please? Na. Procedure name: total knee arthroplasty. Total hip arthroplasty, spine surgery. Procedure date: na. Detailed event description: skin not healing, dermatitis, skin abrasions, allergic reactions, rash, blisters superficial wound necrosis. Please provide the source or name of person providing answers to follow-up questions: information was given to me from the surgeon. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were any previously reported to ethicon? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed to address reaction? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date in 2024 and topical skin adhesive was used. The patient had skin not healing, dermatitis, skin abrasions, allergic reactions, rash, blisters, superficial wound necrosis. Product removal, local wound care topical steroids were necessary, oral steroids for system reaction. Patient stable. Additional information has been requested.